Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient faced an infusion set tape not sticking event on (B)(6) 2026. The reported event dates were (B)(6) 2026 three occurrences, (B)(6) 2026, and (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.